Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to gear pinion.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(6). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the pump went into a motor stall from which it never recovered. The patient was managed on orals/patches and was discharged against medical advice on second post-operative night. No patient injury was reported and the patient recovered fully. It was unknown what medication this device system delivered at the time of the event. Additional information was requested. It was further reported that this pump was removed ¿last week¿ due to a premature motor stall. The device system was believed to have delivered hydromorphone. It was then reported that the patient¿s pump had been refilled by a series of general practitioners.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.